Event description:
It was reported the hospital went to use the device and noticed that the sleeve was not packaged with the cable.

Manufacturer narrative:
The exact cause of the alleged event could not be determined as the hospital would not release the device for evaluation. A review of the device history records indicates that the reported lot was manufactured, inspected and packaged as per procedure and accepted into final stock with no reported discrepancies. All components in the lot have been distributed form (B)(4) as of (B)(6) 2009 with no other events reported to date. There is no evidence available at this time to suggest the event was manufacturing related.